Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: application and safety of 3830 lead for selective ventricular pacing. Chinese journal of cardiac pacing and electrophysiology, 2014, 28( 3) : 236-239. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information about implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports one case of lead dislodgement and one case of pericardial effusion. The status of the leads is unknown. No further patient complications have been reported as a result of this event.